Event description:
While treating the patient using the cellex instrument in ecp, numerous occlusions were noted due to air coming from the pt's central line. Alarm 35; treatment bag air detected and alarm 18; system pressure x5. (In the past, the patient has had occlusions from her central line, and it was resolved by the patient lying on her left side to take pressure off the line.) The first alarm was at 240 whole blood and subsequent alarms at 1004 wb; 1219 wb; 1446 wb and 1591 wb. Our therakos rep was here in ecp for an in-service earlier in the day, and he assisted me to get thru the alarms. Outcome: the first cellex kit was wasted (lot b310/755) due to air in the draw line (red lumen). Ended treatment, flushed red and blue lumens per cpg. Re-primed a new kit.what was the original intended procedure?ecp treatment.device #1is this a laboratory device or laboratory test?no.